Event description:
In 2008, the pt reported that while retracting the piston rod of the infusion device she heard a "click" and then the device displayed an e10 (cartridge) error. She repeated the process during the report and the error recurred. She inserted a new battery and was able to retract the piston rod without error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.